Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely liquid invaded the device and the interal board short circuited, which caused the e315 error to occur temporarily. The event can be detected and prevented by following the instructions for use (IFU) which state: " inspection of the endoscopic image". "When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection before use, an error e315 (error-scope error) was observed. The device was replaced with similar device and the intended procedure (not specified ) was completed with no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Full establishment name - (B)(6). Full address name of the facility - (B)(6). The subject device was received and evaluated . The device was inspected by repair center (rc) olympus (B)(4), followings are inspection results: the error e315 reported by user was not confirmed by engineer, however, error b30 was reported due to immersed and corroded scope connector. An electrical continuity error occurs due to water invasion in the scope connector. Furthermore, the following findings during inspection were noted: the lg tube had leakage. The switches were out of function occasionally due to water invasion. Review of repair history records of this product noted the concerned product has been repaired once in the past months. Repair completed date:2022/07/20. Repair fault detection : the objective lens and the lg lens in the distal end were damaged; the ch-tube had leakage; it was hard to set angulation; the angles were insufficient; the cover of the grip had many impacts; the s cover was deformed with leakage; the remote switches were discolored; the lg tube was scratched; the e/l connector was corroded. Investigation is ongoing. This report will be supplemented accordingly following investigation.